Event description:
During the philips bench evaluation for a pacing issue, a philips repair bench technician observed a bent contact pin in slot b on the battery pca. There was no patient involvement where this occurred during servicing.

Manufacturer narrative:
(B)(4).